Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated that the pump fell in the toilet and alarmed button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.